Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic nissen procedure. The suturing device was being used to sew the crux. The device was difficult to toggle, difficult to load, and difficult to unload. The needle fell into the patient's cavity but was retrieved with graspers. In order to resolve the issue and complete the case, opened another suturing device. There was no patient harm. The patient status is alive, no injury.